Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter x 9.5 cm length abdominal aortic aneurysm approximately one month ago. The angle between the proximal aneurysm aortic neck and the suprarenal aortic axis is 21 degrees. The angle between the proximal aneurysm aortic neck and the infra-renal aortic axis is 21 degrees. The proximal non-aneurysmal aortic neck diameter immediately below the lowest renal is 21mm. The distal non-aneurysmal aortic neck diameter immediately above aneurysm is 24mm. Length of non-aneurysmal aortic neck is 50mm. The right iliac artery was moderately tortuous and the left iliac artery was mildly tortuous. It was reported that the patient suffered acute tubular necrosis and was treated with medication. The investigator's assessment is that this renal complication was not related to the study device, but related to the study procedure. Three days post implant the patient suffered a cardiac arrest. It was reported that the patient had non-sustained v-tach earlier, a low platelet count, increased creatinine level, and tropinin elevation. The patient was administered medication. It was reported that the patient recovered from the cardiac arrest. The event of acute tubular necrosis is continuing. The patient required prolonged hospitalization involving percutaneous coronary intervention and had a stent implanted. The patient recovered from the mi two weeks ago. The investigator assessment states that the event is not related to the study device; however, it was related to the study procedure. It was also noted that the patient has had respiratory depression or failure on three days post implant and recovered the next day after being intubated and mechanically ventilated. The investigator assessment states that the event is not related to the study device; however, it was related to the study procedure. No additional clinical sequelae were reported.

Event description:
Additional information was recevied as follows: the investigator changed the event (death) relationship to procedure related.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction, cardiac arrest), patient's condition affected effectiveness of device (myocardial infarction, cardiac arrest). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (myocardial infarction, cardiac arrest).